Manufacturer narrative:
Sex: unk. Weight: unk. Race: unk. Ethnicity: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, +1.5/+4.0/099 (sphere/cylindar/axis) into the patient's left (os) eye on (B)(6) 2014. The surgeon reports lens rotation. The cause of the event is reported as unknown; no additional information available.

Manufacturer narrative:
Sex: unk. Weight: unk. Race: unk. Ethnicity: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, +1.5/+4.0/099 (sphere/cylindar/axis) into the patient's left (os) eye on (B)(6) 2014. The surgeon reports lens rotation. The cause of the event is reported as unknown; no additional information available.